Event description:
On the 17th, the patient went to the operating room for "laparoscopic peritoneal dialysis catheterization". The surgeon prepares the patient for an indwelling peritoneal dialysis catheter and attachment ((B)(4)). During the operation, under the supervision of laparoscope, the guide wire was placed through the puncture apparatus, the guide wire was placed into the avulsion sheath, the guide wire was removed and the inner core of the avulsion sheath was placed into the peritoneal dialysis catheter. During the process of tearing the avulsion sheath, it was found on the laparoscopic display that the avulsion sheath fragments fell off and entered the patient's abdominal cavity. The doctor immediately removed the debris from the patient's body with a claw and continued the operation after careful examination. The operation was successfully completed, and the vital signs of the patient were basically normal during and after operation.

Manufacturer narrative:
An investigation has been initiated. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device involved in the incident was not returned for evaluation. The contract manufacturer conducted a review of the manufacturing records for the lot number provided. The device history record review established the device was manufactured within specification and customer requirements. There were no deviations or process changes in the manufacturing and/or materials for this part number. Without an evaluation of the actual device involved a root cause could not be determined.